Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The partially occluded target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained a significant bend of less than 45 degrees. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the stent got damaged while tracking down the lesion. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The partially occluded target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained a significant bend of less than 45 degrees. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the stent got damaged while tracking down the lesion. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.